Manufacturer narrative:
(B)(4). Investigation: a device history record review was completed for provided material number 305106 and lot number 0022949. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, five hundred physical samples were received for evaluation by our quality team. The samples were received in shelf boxes, one hundred samples in each box and all in the sealed packaging blisters. Twenty random samples from each box, a total of one hundred samples, were pulled for investigation. Each sample was connected to a syringe with a saline solution and all had a normal flow. Based on the investigation results, the random samples pulled did not show the symptom reported by the customer and an exact cause for this incident could not be identified.

Event description:
It was reported that an unspecified number of bd precisionglide¿ needle 30g x 1/2 experienced clogged/blocked needles which was noted prior to use. The following information was provided by the initial reporter: material no: 305106 batch no: 0022949. Event description: the customer reports that the needles appeared to be blocked/clogged or otherwise unable to properly administer injections. No medical attention required. If any further information is obtained we will advise.